Event description:
It was reported that during a treatment procedure to place a titanium greenfield vena cava filter, the filter legs were crossed after it was deployed. The physician placed a second filter to ensure adequate protection for the patient. No patient injuries or complications were reported.

Event description:
It was further reported that the physician performed a pre-placement vena cavagram, and that an intermittent flush was used. Two of the filter legs were crossed, the other four filter legs were attached to the vena cava wall. Pt status is reported as 'fine'.